Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 275 mg/dl. An infusion site change was performed and a correction bolus was delivered to address the bg level. Cartridge and infusion set changes were performed to resolve the occlusion alarms. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra insulin was contraindicated to be used with the pump. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.